Event description:
It was reported that there was a kink near the end of the tubing of a paclitaxel access set. This was noted during priming with normal saline. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed, passing successfully with no blockages detected. Therefore, the reported condition could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.